Event description:
It was reported that a pump had a bad cassette sensor. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when required.

Manufacturer narrative:
Event problem and evaluation codes: updated. Device evaluated by manufacturer: updated. Device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. The customer reported problem was not related to a previous repair. Visual inspection found the device with the downstream occlusion inoperable. There was no evidence of the error recorded in the event history log. The reported problem was duplicated during functional test. The investigation found that a faulty downstream occlusion sensor had caused the reported issue. For corrective action, the downstream occlusion sensor was replaced. The root cause was unknown. The product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service history review identified this device has not been in for service previously. An internal CAPA has been opened and this issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional corrective actions will be taken. This remediation MDR was generated under protocol (B)(4) as a result of warning letter cms# (B)(4).